Event description:
During routine testing of the device, the service representative reported that some of the gas liquid was spilled onto the roller pump causing a crack in the pump housing. The device was repaired at the customer's facility. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.